Event description:
It was reported that patient underwent a hip revision due to bone resorption on b)(6) 2017.tm column buttress augment is the tmt design controlled part.

Manufacturer narrative:
No device was returned for evaluation, therefore only a device history review was performed. Device history records were reviewed for the component and no deviations or anomalies were found. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. X-ray review shows cortical irregularity along the medial wall of the acetabulum and noted acetabular resorption prior to this patient's previous revision. Based on the information available, the root cause of the event cannot be determined. Should additional information be obtained to further this investigation, this report shall be updated.

Manufacturer narrative:
No device was returned for evaluation, therefore only a device history review was performed. Device history records were reviewed for the component and no deviations or anomalies were found. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Attempts were made to obtain additional information. There is no information whether the revision surgery was conducted. Based on the information available, the root cause of the event cannot be determined. Should additional information be obtained to further this investigation, this report shall be updated.

Manufacturer narrative:
A review of the implant's manufacturing record indicates that it was manufactured to specification. Based on the information available, the root cause of the event cannot be determined. Should additional information be obtained to further this investigation, this report shall be updated. Remains implanted.

Event description:
It was reported that the patient had an initial left hip arthroplasty on an unknown date. Subsequently, the pmi group is requesting a possible custom triflange acetabular component for a revision on (B)(6) 2017 due to bone reabsorption. No further information has been provided.